Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is currently unknown. Concomitant devices: chevalier 14 floppy guidewire, fmd, and jackal, st. Jude medical balloon catheter.

Event description:
As reported by the affiliate, as the physician attempted to remove air from the balloon, a leakage of blood was observed in an unknown segment. The catheter was removed from the patient. There was no reported patient injury. The intended procedure was a pta of a target lesion located in the right superficial femoral artery. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was 99%. For the procedure, a savvy pta catheter was opened. There was no difficulty removing the product from the hoop or removing the protective balloon cover and stylet. There were no kinks or other damages noted on the device prior to inserting into the patient. It is unknown if the device was prepped normally; however, there were no anomalies noted during prep. There was no leakage noted during application of negative pressure. After the lesion was crossed with a non-cordis guidewire, a savvy was inserted into the patient with no resistance/friction experienced. There was no difficulty advancing the balloon catheter through the vessel or across the lesion. At the lesion, the physician attempted to remove air inside the savvy. However, leakage of blood was observed from an unknown segment. The catheter was not ever in an acute bend and the catheter did not kink while being used. The savvy was retrieved, and easily removed from the patient with no resistance/friction experienced. The product was removed from the patient intact (in one piece) and exchanged for another new non-cordis balloon. The procedure finished successfully. There was no reported patient injury. The product will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported by the affiliate, as the physician attempted to remove air from the balloon, a leakage of blood was observed in an unknown segment. The catheter was removed from the patient. There was no reported patient injury. The intended procedure was a pta of a target lesion located in the right superficial femoral artery. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was 99%. For the procedure, a savvy pta catheter was opened. There was no difficulty removing the product from the hoop or removing the protective balloon cover and stylet. There were no kinks or other damages noted on the device prior to inserting into the patient. There were no anomalies noted during prep. There was no leakage noted during application of negative pressure. After the lesion was crossed with a non-cordis guidewire, a savvy was inserted into the patient with no resistance/friction experienced. There was no difficulty advancing the balloon catheter through the vessel or across the lesion. At the lesion, the physician attempted to remove air inside the savvy. However, leakage of blood was observed from an unknown segment. The catheter was not ever in an acute bend and the catheter did not kink while being used. The savvy was retrieved, and easily removed from the patient with no resistance/friction experienced. The product was removed from the patient intact (in one piece) and exchanged for another new non-cordis balloon. The procedure finished successfully. There was no reported patient injury. One non sterile catheter pta savvy 5.00x10cm 80cm was received coiled inside a plastic bag. The balloon was inflated and deflated. No damages were noted in the device. The leak test was performed, balloon was inflated, the balloon maintained the pressure nominal 8 atm. And balloon maintained the pressure burst 10 atm. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿pta system/leakage¿ as the device performed as intended during functional analysis. The exact cause of the difficulty experienced by the customer could not be determined. Based on the information available for review, a clinical conclusion as to the contributing factors could not be determined; however, neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken.